Manufacturer narrative:
The sample was collected in a pst tube. Qc was within the customer's established ranges prior to the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which met specifications. No hardware issues were noted that would have contributed to this event. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accu tni) results in the risk stratification range and above the ami cut-off generated by the access 2 immunoassay system for one patient. Subsequent testing on this instrument and on an alternate method resulted in the normal reference range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.